Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre 2 sensor that they received was damaged and faulty and was therefore unable to test. Customer reported they experienced hypoglycemia with a reading of 1.8 mmol/l obtained on an unspecified meter and were rushed to hospital. Customer additionally reported that their addison's disease flared up due to this issue. No further information was provided and attempts to gather additional information has thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (expiration date) and h4 (device mfg date) were updated based on an extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed all pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre 2 sensor that they received was damaged and faulty and was therefore unable to test. Customer reported they experienced hypoglycemia with a reading of 1.8 mmol/l obtained on an unspecified meter and were rushed to hospital. Customer additionally reported that their addision's disease flared up due to this issue. No further information was provided and attempts to gather additional information has thus far been unsuccessful. There was no report of death or permanent injury associated with this event.